Event description:
The customer called to report a motor error alarm during normal use. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case on lcd display window corners, cracked reservoir tube, broken reservoir tube lip and a cracked battery tube threads. The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Motor was tested outside the device and passed. No motor error alarm noted.